Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15452, 2017865-2021-15454. It was reported that the patient had sick sinus syndrome and received a pacemaker system implant. The wound had not healed well, and infection had oozed out. The patient received a complete set of removal and debridement. The pacemaker system was explanted, and the patient received a new pacemaker system on the right side. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.